Manufacturer narrative:
Concomitant medical product: 4298-88 lead, implanted (B)(6) 2014. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset.

Event description:
It was reported that the device had a power on reset (por) when a memory bit flip occurred, and the device triggered an alert. It was noted that the patient was working with power tools at the time, which may have caused noise. The por was not critical and the device is fully functional; it remains in use. No patient complications have been reported as a result of this event.